Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a post operation check on (B)(6) 2019. Upon examination, it was discovered that the atrial lead exhibited high capture threshold and intermittent sensing with the sensing threshold at 0.2 mv. The lead was confirmed to be dislodged via chest x-ray. On (B)(6) 2020, the lead was successfully repositioned. The patient was in stable condition.